Event description:
It was reported that the bd alaris¿ secondary set experienced component separation. The following information was provided by the initial reporter: I have one sample for return that disconnected before use (during line check).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-feb-2023 . H6: investigation summary the customer reported separations from the drip chamber in 4 instances, all on material 11448964. There was one sample returned, and the complaint of drip chamber separation is verified. The root cause is insufficient solvent solvent applied during assembly. The manufacturing plant has a funded project for this material and failure mode, and are working to lower the risk of re-occurrence of this type of failure. Device history record review for model 11448964 lot number 22059332 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ secondary set experienced component separation. The following information was provided by the initial reporter: I have one sample for return that disconnected before use (during line check).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.